Event description:
It was reported that a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to myopotential oversensing. Noise was reproducible with upper body movement and tightening of the chest muscles and was observed in all sensing vectors. An automatic setup was performed, and the device selected the alternate vector as the only suitable sensing vector, the primary and secondary vectors were not suitable. Tachy therapy was disabled, and the patient was hospitalized. Technical services (ts) reviewed the episode and confirmed that the inappropriate therapy resulted from myopotential oversensing. Ts agreed that the alternate vector at 2x gain provided the best sensing, while the primary and secondary vectors demonstrated noise and a small r/t-wave ratio. Troubleshooting and programming options were discussed. The device remains in service. No adverse patient effects were reported.